Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to crosstalk. Programming changes were made. The patient was stable after the event.